Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device was not working correctly. It dropped the needle with the "bunny ears" down so it didn't suture. It was also not passing the needle back and forth. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of three devices. The event report alleges the product was used in a surgical procedure. Analysis suggests that the product was used in a surgical procedure. It was noted that each device had a bent blade. The blade was bent back into position for each device, and loaded with a needle from pmv. No difficulty was experienced in loading, unloading, or toggling the needles. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent blade may be due to excessive manipulation of the device. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A new device was opened to correct the condition. The surgical time was extended past 30 minutes.